Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] l4-l5 lumbar pain [lumbar pain] hip pain [pain in hip] leg pain [leg pain] tingling [tingling] de quervain¿s tenosynovitis [de quervain's tenosynovitis] shoulder and hip tendinopathy [tendinopathy] teeth grinding [teeth grinding] loosening of teeth [loose tooth] periodontitis [periodontitis] filmy vision [filmy vision] bloating [bloating] substantial hair loss [hair loss] excessive frivolity [behavior disorder] , chronic fatigue [chronic fatigue] memory disturbance [memory disturbance] chronic rhinitis [chronic rhinitis] hoarse voice, [hoarse voice] otitis [otitis] chronic bronchitis [chronic bronchitis] nasal discharge [nasal discharge] dry mucosa [mucosal dryness] muscle pain [muscle pain] muscle stiffness [muscle stiffness] difficulty standing up [difficulty in standing] difficulty walking for long periods [difficulty in walking] difficulty sitting after prolonged standing [sitting disability] muscle spasm [muscle spasm] paraesthesia [paraesthesia] dry skin [dry skin] swollen eyelids [swollen eyelid] poor blood circulation [disorder circulatory system] my dentist cannot understand why I am getting so many abscesses [dental abscess] unable to work; even simple daily tasks are very complicated [inability to work]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), back pain ("l4-l5 lumbar pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), tingling ("tingling"), tenosynovitis stenosans ("de quervain¿s tenosynovitis"), tendon disorder ("shoulder and hip tendinopathy"), bruxism ("teeth grinding"), loose tooth ("loosening of teeth"), periodontitis ("periodontitis"), vision blurred ("filmy vision"), abdominal distension ("bloating"), alopecia ("substantial hair loss"), behaviour disorder ("excessive frivolity"), fatigue (", chronic fatigue"), memory impairment ("memory disturbance"), rhinitis ("chronic rhinitis"), dysphonia ("hoarse voice,"), ear infection ("otitis"), bronchitis chronic ("chronic bronchitis"), rhinorrhoea ("nasal discharge"), mucosal dryness ("dry mucosa"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), dysstasia ("difficulty standing up"), gait disturbance ("difficulty walking for long periods"), sitting disability ("difficulty sitting after prolonged standing"), muscle spasms ("muscle spasm"), paraesthesia ("paraesthesia"), dry skin ("dry skin"), swelling of eyelid ("swollen eyelids"), cardiovascular disorder ("poor blood circulation") and tooth abscess ("my dentist cannot understand why I am getting so many abscesses"). On unknown date she experienced impaired work ability ("unable to work; even simple daily tasks are very complicated"). At the time of the report, the impaired work ability had not resolved. The outcomes for pelvic pain, back pain, arthralgia, pain in extremity, tingling, tenosynovitis stenosans, tendon disorder, bruxism, loose tooth, periodontitis, vision blurred, abdominal distension, alopecia, behaviour disorder, fatigue, memory impairment, rhinitis, dysphonia, ear infection, bronchitis chronic, rhinorrhoea, mucosal dryness, myalgia, musculoskeletal stiffness, dysstasia, gait disturbance, sitting disability, muscle spasms, paraesthesia, dry skin, swelling of eyelid, cardiovascular disorder and tooth abscess were unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, arthralgia, pain in extremity, tingling, tenosynovitis stenosans, tendon disorder, bruxism, loose tooth, periodontitis, vision blurred, abdominal distension, alopecia, behaviour disorder, fatigue, memory impairment, rhinitis, dysphonia, ear infection, bronchitis chronic, rhinorrhoea, mucosal dryness, myalgia, musculoskeletal stiffness, dysstasia, gait disturbance, sitting disability, muscle spasms, paraesthesia, dry skin, swelling of eyelid, cardiovascular disorder, tooth abscess or impaired work ability. The reporter commented: ¿I had 3 infiltration injections within the span of 1 month 3 years ago in my spine, sacrum and piriformis without knowing what was wrong with me period of occurrence: during 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], l4-l5 lumbar pain [lumbar pain], hip pain [pain in hip], leg pain [leg pain], tingling [tingling], de quervain¿s tenosynovitis [de quervain's tenosynovitis], shoulder and hip tendinopathy [tendinopathy], teeth grinding [teeth grinding], loosening of teeth [loose tooth], periodontitis [periodontitis], filmy vision [filmy vision], bloating [bloating], substantial hair loss [hair loss], excessive frivolity [behavior disorder], chronic fatigue [chronic fatigue], memory disturbance [memory disturbance] , chronic rhinitis [chronic rhinitis] , hoarse voice, [hoarse voice], otitis [otitis] , chronic bronchitis [chronic bronchitis], nasal discharge [nasal discharge] , dry mucosa [mucosal dryness] , muscle pain [muscle pain], muscle stiffness [muscle stiffness] , difficulty standing up [difficulty in standing] , difficulty walking for long periods [difficulty in walking] , difficulty sitting after prolonged standing [sitting disability] , muscle spasm [muscle spasm] , paraesthesia [paraesthesia] , dry skin [dry skin] , swollen eyelids [swollen eyelid], poor blood circulation [disorder circulatory system]. My dentist cannot understand why I am getting so many abscesses [dental abscess] unable to work; even simple daily tasks are very complicated [inability to work] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. The most recent information was received on 21-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), back pain ("l4-l5 lumbar pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), tingling ("tingling"), tenosynovitis stenosans ("de quervain¿s tenosynovitis"), tendon disorder ("shoulder and hip tendinopathy"), bruxism ("teeth grinding"), loose tooth ("loosening of teeth"), periodontitis ("periodontitis"), vision blurred ("filmy vision"), abdominal distension ("bloating"), alopecia ("substantial hair loss"), behaviour disorder ("excessive frivolity"), fatigue (", chronic fatigue"), memory impairment ("memory disturbance"), rhinitis ("chronic rhinitis"), dysphonia ("hoarse voice,"), ear infection ("otitis"), bronchitis chronic ("chronic bronchitis"), rhinorrhoea ("nasal discharge"), mucosal dryness ("dry mucosa"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), dysstasia ("difficulty standing up"), gait disturbance ("difficulty walking for long periods"), sitting disability ("difficulty sitting after prolonged standing"), muscle spasms ("muscle spasm"), paraesthesia ("paraesthesia"), dry skin ("dry skin"), swelling of eyelid ("swollen eyelids"), cardiovascular disorder ("poor blood circulation") and tooth abscess ("my dentist cannot understand why I am getting so many abscesses"). On unknown date she experienced impaired work ability ("unable to work; even simple daily tasks are very complicated"). At the time of the report, the impaired work ability had not resolved. The outcomes for pelvic pain, back pain, arthralgia, pain in extremity, tingling, tenosynovitis stenosans, tendon disorder, bruxism, loose tooth, periodontitis, vision blurred, abdominal distension, alopecia, behaviour disorder, fatigue, memory impairment, rhinitis, dysphonia, ear infection, bronchitis chronic, rhinorrhoea, mucosal dryness, myalgia, musculoskeletal stiffness, dysstasia, gait disturbance, sitting disability, muscle spasms, paraesthesia, dry skin, swelling of eyelid, cardiovascular disorder and tooth abscess were unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, arthralgia, pain in extremity, tingling, tenosynovitis stenosans, tendon disorder, bruxism, loose tooth, periodontitis, vision blurred, abdominal distension, alopecia, behaviour disorder, fatigue, memory impairment, rhinitis, dysphonia, ear infection, bronchitis chronic, rhinorrhoea, mucosal dryness, myalgia, musculoskeletal stiffness, dysstasia, gait disturbance, sitting disability, muscle spasms, paraesthesia, dry skin, swelling of eyelid, cardiovascular disorder, tooth abscess or impaired work ability. The reporter commented: ¿I had 3 infiltration injections within the span of 1 month 3 years ago in my spine, sacrum and piriformis without knowing what was wrong with me. Period of occurrence: during 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.